Event description:
It was reported that the insulin (100 units of insulin in 100 ml of 0.9% normal saline) was set to infuse at 2.5ml per hour. The entire bag was infused within half an hour. There were three other infusions noted at the time of event: norepinephrine 0.14mcg/kg/min; propofol 25mcg/kg/min; vasopressin 0.03 units/min. The customer tried to troubleshoot the issue with saline and then again without fluid. It was also noted that the pump ran for 30 minutes but never gave the error of "air in line." There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, device manufacture date, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of an over infusion of insulin was not able to be confirmed through review of the logs or was able to be replicated during the suspect pump module testing. The event was reported to have occurred on 24 october 2024. The event time was reported to be at 20:10 (08:10 pm). The report that the pump module did not alarm for air in line was also not confirmed; the log analysis found the pump module did alarm for air in line. On (B)(6) 2024 at 08:02:23 pm, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel a. The user selected ¿no¿ to ¿new patient.¿ the profile in use was identified as ¿_adult patient ssm¿. At 08:07:24 pm, the pump module received a remote IV of insulin with a rate of 2.4ml/h, and a volume to be infused (vtbi) of 2.4ml. At 08:47:00 pm, pump was paused and powered off. At 09:29:54 pm, pump alarmed for ¿flow stop open/safety clamp open¿, channel was selected and user restored to previous programing parameters. Infusion was started. At 09:34:54 pm, pump was selected and vtbi was changed to 500ml. At 09:42:50 pm, pump alarmed for ¿air in line¿, silence key was pressed four (4) times. Additionally, pump alarmed for ¿flow stop open/safety clamp open¿ and infusion was restarted. At 10:09:56 pm, pump was paused and after a minute was restarted. At 10:21:54 pm, pump alarmed for ¿door open¿, silence key was pressed, pump alarmed for ¿flow stop open/safety clamp open¿ three (three) times and was then restarted. At 10:53:10 pm, pump was powered off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module and administration set were found to be infusing within specification, with no signs of unregulated flow observed. Per alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported issue of an over infusion of insulin was not able to be identified during the investigation. The suspect pump module was found to be infusing within specification. No observances of unregulated flow was occurring during the testing. Note that imdrf annex a1801, c0601, d01, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue

Event description:
It was reported that the insulin (100 units of insulin in 100 ml of 0.9% normal saline) was set to infuse at 2.5ml per hour. The entire bag was infused within half an hour. There were three other infusions noted at the time of event: norepinephrine 0.14mcg/kg/min; propofol 25mcg/kg/min; vasopressin 0.03 units/min. The customer tried to troubleshoot the issue with saline and then again without fluid. It was also noted that the pump ran for 30 minutes but never gave the error of "air in line." There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A follow up report will be submitted once the failure investigation has been completed.